Manufacturer narrative:
The device was discarded and will not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer stated when the pod was removed, she noticed that the cannula was dislodged from the insertion site.